Manufacturer narrative:
Trackwise: (B)(4). The delivery device was returned for evaluation on 20jul2020 and investigated on 27july2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. The seal was observed to be out of the tip of the delivery tube in an unwrapped state. The tension spring was removed from the delivery tube. The seal was observed to have no cracks or delamination. No measurements of the delivery tube was conducted due to the presence of blood. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "activation problem" was not confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance, which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) is used, but the phenomenon that the seal cannot be deployed from the main body occurs. A replacement device was used to complete the procedure. The hospital did not report any patient effects.